Event description:
A 57-year-old male patient with a history of suspected alcohol problems and immobility underwent ivtm therapy for hypothermia after being resuscitated from cardiac arrest. The solex catheter (lot #unknown) was smoothly inserted in the right internal jugular on the first attempt. On (B)(6) 2022, the customer reported the solex catheter became dislocated after a few days. The catheter was secured to the skin by being sewn on the attachment clip with a bent needle, however, the additional clip was not used to secure it. The patient transported without the console to the CT scan and examination revealed an approximately 3-cm thrombosis at the entry point of the solex in the jugular vein to the subclavian vein. No blood coagulopathy results are available from prior to initiation of the therapy. Prior to the detection of the thrombosis, the patient received 500 i.u. Heparin via perfusor per hour. After the thrombosis was diagnosed, heparin was increased to a target ptt of 40 seconds. No vessel injury was caused by the catheter. The patient also had a dialysis catheter in the left jugular vein. There was no thrombosis observed from this catheter. The dwell time was 5 days. The customer stated the solex catheter and tgxp console were effectively able to reach the target temperature. The current condition of the patient is stable.

Manufacturer narrative:
The solex catheter was discarded by the customer and will not be returned for investigation. Therefore, a physical investigation cannot be performed. Per customer, the patient was at high risk of dvt based on suspected alcohol problems, immobility due to immobility after cardiac arrest. The current condition of the patient is stable. Event of dvt was assessed as not serious because based on available information, the patient didn't experience clinical symptoms of dvt and treatment was not required or reported. Event assessed as probably related to the zoll catheter due to relevant timing and location of dvt. At the same time, the patient's post cardiac arrest condition and immobility possibly contributed to development of current condition of dvt. Dvt is a known complication of central catheters of any kind. Patients in a critical condition are treated with ivtm. In such cases, those conditions make the patients predisposed to thrombogenicity. Development of thrombus is a common complication is such patient population. Critically ill patients are at increased risk of vte because of the presence of multiple predisposing factors [w. Geerts, et al. Venous thromboembolism and its prevention in critical care. J crit care, 17 (2002), pp. 95-104]. The rate of thrombosis for critical care patients receiving cvcs ranges from 20 to 30%, patients with peripheral central catheters had a significantly higher incidence rate of dvt than patients with cvc (27.2% vs 9.6%, p=0.0012). The rate of dvt in the patient population receiving ivtm post-cardiac arrest is 1%. Four randomized controlled clinical trials conducted in a total of 943 patients showed that there was no difference in the dvt rate when comparing zoll ivtm catheters to standard cvcs. The rate of dvt in the patient population receiving surface cooling has been reported between 3 and 15%. Timely administration of prophylactic anticoagulation is safe and significantly reduces dvt rates in high-risk patient populations [zoll white paper on dvt]. Dvt is anticipated event and could potentially occur with usage of any catheter. The reported event is probably related to the device and not related to the procedure.